Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Heli-fx aptus endoanchors were implanted in another manufacturer¿s stent graft. It was reported that there is intraluminal thrombus starting at the renal arteries (where the aptus screws are located) and extends down to the bifurcation of the graft and does not involve the iliac branches. At the thickest part, the thrombus decreases the total aortic lumen by 50%. The patient received medication however the event continues. The investigator is uncertain about the relationship to the device and procedure. No additional clinical sequelae were reported and the patient will continue to be monitored by the physician.